Manufacturer narrative:
The reported event of high impedance was not confirmed. Return lead extension passed electrical and stress testing on all channels when tested alone as well as when connected to a lab infinity lead. The extension was returned in good condition. Setscrew marks were present. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16275. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein both extensions and the ipg were explanted and replaced resolving the issue. It is unknown which extension had high impedances; therefore, both extensions will be reported. There were no allegations of deficiency made against the ipg.